Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. As returned, the measured dimensions were within specification, but the bottom side is gouged. The dovetail is flared out indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.

Event description:
It is reported that the surgeon had difficulty in inserting the articular surface. Another articular surface was opened and inserted without a problem.